Event description:
Customer reported receiving a no delivery alarm and experiencing high blood glucose readings. Customer's blood glucose reading at the time of the call was 271 mg/dl and has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and a no delivery alarm were noted in the alarm history. Customer also reported redness and bumps near the insertion site. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.